Event description:
It was reported that during a surgery the tip of a creo 6.5mm cannulated tap was broken and left in the patient post operatively near the promontory of the sacral. This event occurred in japan.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was returned for evaluation. Initial observation shows the fractured tip. The fracture may have occurred if the tip of the 6.5 mm tap was partially tapped into hard bone and then was redirected in an extreme lateral bending angle; however, an exact cause of the reported issue could not be determined. The following sections have been updated. B4, e1, h2, h6, h10.